Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter was prompting an error 2 message, since the day before, at 8:00 a.m. At this time, the patient took 50 units of lantus. After testing the patient reported feeling shaky, hungry, and nervous. The patient ate food and/or drank as self-treatment. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved. The patient alleged he was unable to test and later developed symptoms of hypoglycemia, for which he self-treated with food and/or beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.